Manufacturer narrative:
There are previous complaints (B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. (B)(4) had been initiated to address the discrepancies. The customer reported the unit had failed the 30psi pressure test. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 05/21/2024, znyo medical received a report that the unit failed the 30psi pressure test. No patient was involved.

Manufacturer narrative:
A follow up report is being submitted as the device was received for evaluation on 05/28/2024. Evaluation of the returned device was completed and is as follows: during functional testing the pump occluded at 28.94 during the 30 psi test, which is within the passing range. The pump also alarmed occlusion at 2.27 during the 8 psi test, which is also within passing criteria. The reported issue was not confirmed. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference to complaint #(B)(4).

Manufacturer narrative:
This follow up is being submitted as a correction to add the date 06/06/2024 to g3: "date received by manufacturer".